Event description:
Our son was going to use the malem bedwetting alarm tonight. I put batteries and when I came in to check the alarm 3 hours later, the alarm had leaked batteries out. The alarm was hot and plastic had partially melted from heat that the alarm generated. This is a medical device which is expected to touch my son's neck. It is an unsafe device.